Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was send to a third party laboratory for additional microbiological testing. In the additional test, the air/water channel tested (B)(6) for (B)(6) coagulase (B)(6)(4 cfu/endoscope) and the auxiliary channel tested positive for bacillus spp. Mesophiles (1cfu/endoscope) and micrococcus (4cfu/endoscope). The test result was defined as alert lever in the french guideline. The evaluation by (B)(4) found the channels were wear and tear. (B)(4) will offer the user facility a repair (replacement of the channels). Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing test by the facility on (B)(6) 2017 , the subject device tested positive for enterococcus sp.(2cfu/endoscope) and staphylococcus coagulase negative(1cfu/endoscope). It was also informed that the subject device tested positive for enterococcus sp.(1cfu/endoscope) and staphylococcus warneri (3cfu/endoscope) in the additional surveillance test on (B)(6). The facility had been reprocessed the subject device using non-olympus automated endoscope reprocessor (soluscope) with peracetic acid. There was no report of infection associated with this report.